Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoid resection, a female patient underwent a colovesical fistula repair using an eea28 device. During the procedure an intra-op air leak was found and a second eea28 device was used to complete the procedure. The patient was diverted with a loop ileostomy. There was unanticipated tissue loss and or time was extended more than 30 minutes. It was unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4). On 07/18/2016 medwatch received: the surgeon reported to the FDA that the stapler misfire prolonged surgery 2-3 hours and the female patient had a pulmonary embolism which may have been caused by her prolonged operation. On 07/29/2016 follow-up discussion with the surgeon centered around tissue thickness due to the chronic inflammation. He is unsure what size of eea stapler (3.5 vs. 4.8mm) was used. As he did not feel there was a stapler issue until after surgery, he did not save the stapler and it will not be returning for evaluation.